Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there is a recharging of the ins issue, including communication issue while recharging. Patient states they have been having a hard time getting a connection with recharger due to location. Patient has not been using device due to hard time with recharging. Patient was able to  recharge prior to meeting today. Ins is able to be palpated but is may be deeper than 3cm. Patient is also having pain at the ins site. Patient states they have a soft tissue tumor disorder and is worried they have one there. Healthcare provider (hcp) looked at device and spoke with patient about revised device site to a different area. Device able to get a connection with recharger. Impedances and connections are normal. Device diaries for recharging shows fair, good, and excellent connections. Cause of the issue was determined to be the depth of the device. Issue is ongoing, plan is for device site revision, date not set yet.